Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned for analysis in a deployed condition. The subject stent was noted to be significantly deformed and was also broken/fractured. The proximal (closed cell) end of the stent was returned as a separate piece and the distal end of the stent was missing and was not returned for analysis. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be kinked/bent at several locations along its length, some of them severely. It is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe replies, but subsequently moved either proximally or distally prior to stent advancement out of the sheath. The reported resistance encountered when the stent had entered the microcatheter suggests that the sheath moved out of position. If it moved distally this could have resulted in crush damage to the sheath tip opening and the stent may become damaged when transferring through the sheath tip. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This resistance in advancing the stent could then lead to the damage noted to the sdw. What is unclear is how the stent sustained the level of damage which resulted in it breaking into 3 separate pieces, with both ends of the stent fracturing off. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. It was reported that 'the operator prepared to use a microcatheter to deploy the subject stent. After the subject stent went into microcatheter big resistance was encountered and the stent could not be delivered. The operator withdrew the delivery wire and then the stent got fractured inside the microcatheter. An assignable cause of procedural factors will be assigned to the as reported stent difficult / unable to advance or pullback through catheter and the as reported/as analyzed stent broken/fractured during use as well as the as analyzed sdw kinked/bent and stent deformed since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the aneurysm embolization procedure that the operator attempted to deploy the subject stent; however, significant resistance was encountered after the subject stent entered the microcatheter, the subject stent could not be delivered. When withdrawing the delivery wire, the subject stent fractured inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the aneurysm embolization procedure that the operator attempted to deploy the subject stent; however, significant resistance was encountered after the subject stent entered the microcatheter, the subject stent could not be delivered. When withdrawing the delivery wire, the subject stent fractured inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.